Event description:
It was reported that during an explant procedure it was discovered that this right ventricular (rv) lead had several braids as a result of the patient's twiddler syndrome. The physician kept the rv lead in service due to normal electrical testing results and no previous signs of lead issues. Technical services (ts) noted future lead performance couldn't be guaranteed after twiddling and was up to physician's discretion to keep the lead in service. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the reported observation was likely the result of the user not following the manufacturer's instructions with no conclusive evidence of a product performance issue.

Event description:
It was reported that during an explant procedure it was discovered that this right ventricular (rv) lead had several braids as a result of the patient's twiddler syndrome. The physician kept the rv lead in service due to normal electrical testing results and no previous signs of lead issues. Technical services (ts) noted future lead performance couldn't be guaranteed after twiddling and was up to physician's discretion to keep the lead in service. This rv lead remains in service. No additional adverse patient effects were reported.